Manufacturer narrative:
The product was repaired at the customer site by a spacelabs field service engineer. The reported problem was verified. The cpu pcb assembly pn 670-1573-03 was not functioning; therefore, the part was replaced. The repaired unit passed all functional tests and was returned to the customer. Lack of power for ECG display was the warning sign that the customer noticed and that prompted the action of removing the product from use. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a request for service repair for a qube compact monitor model 91390 that stopped working during clinical use and would not restart on (B)(6) 2015. No one was injured as a result of this event.